Event description:
It was reported that, "the pt underwent left hip replacement surgery in 2007. It was further reported that, the implant was defective and necessitated the revision surgery in 2009. It was observed that the implant components had poor fixation, and as a result, the pt experienced pain and discomfort."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available, due to the ongoing litigation.